Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. New defibrillator was implanted successfully. Attempt to perform test shock returned an error message. Lead connections were checked which resulted in two successful test shocks. Alert for dynamic threshold was noted. The alert was cleared and the shock was successfully converted. The patient was fine throughout the procedure.